Manufacturer narrative:
Device not cleared in the us, but a similar device is available. Product evaluation: analysis found that when compared to the assembly drawing: there was no damage or anomalies in the configuration of the device that would have resulted in the reported malfunction. When viewed under magnification, there was no damage to the inflation assembly or cuff. The cuff was fully was inflated and deflated repeatedly without issue. There was no evidence of improper manufacturing and no malfunction found as it relates to the complaint, therefore manufacturing has been ruled out as a likely cause. The instructions for use provide all necessary precautions and instructions for preparation and establishing a consistent, blockage free airway.

Event description:
It was reported that during a brain tumor resection, "while the reported tube was inserted, the cuff pressure measurement showed the pressure declined even though the pressure was added. There was no leak sound. The reported tube was continuously used and the procedure was continued." It was noted that the user tested the cuff before use, and no malfunction was noted. There was no patient impact or injury.